Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided manufacture date - unknown as the product identification necessary to obtain manufacturing history was not provided.

Event description:
Reform lock screws were found to be loose during a scheduled post-op exam. Revision surgery was performed (B)(6) 2017 to correct the lock screw issue. Original reform lock screws were removed and replaced per the revision case sheet.